Manufacturer narrative:
The investigation for the reported issue has been completed. The product was returned, and the issue was confirmed. The imc logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined after arriving in fs. A broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc.

Event description:
The complainant reported that the automated impella controller (aic) controller has a broken purge disc sensor, and the aic was removed from service. There was no reported patient involvement or harm.